Event description:
It was reported that pump displayed malfunction code 12 with associated fault ID 0x2071 and issue was not preceded by any notable events. There was no adverse impact to the customer¿s blood glucose level. Customer requested assistance with pump reset and planned to continue using current pump with backup insulin method available if needed, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.